Event description:
The catheter broke off into the dog's leg. A cut down was performed to remove the catheter.

Manufacturer narrative:
Attempts have been made to obtain additional information. A pre-paid mailing tube and label have been sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 11 feb 2008.